Manufacturer narrative:
Follow up MDR needed to include updated event details. Upon follow up it was reported antibiotic treatment was stopped (unreported date) and the patient was discharged from the hospital. On an unreported date the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient was treated with injection vancomycin (1gm, after five days, ongoing, route not reported) and injection piperacillin and tazo (4gm, twice a day, ongoing, route not reported) for peritonitis. At the time of this report the patient outcome was not reported. It was not confirmed if pd therapy was ongoing or discontinued. No additional information is available.